Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open lung surgery, when transection on vessels, bleeding was found on proximal part of staple line and staple did not completely formed. Over sewing was done for four vessels. Reload was changed with a new lot and used with same manual handle to transect the fifth (5th) vessel and there was no bleeding on last vessel transection.